Event description:
Potential for injury associated with the arm on an unknown manual wheelchair not being aligned properly. This may compromise the stability of the side frame and the user if the arm is used for support getting into or out of the chair.